Event description:
Operator reports after replacing fuse f1 and rebooting the analyzer, he observed flame and smoke coming from the f3 fuse. Operator states no pts were involved and no operator was harmed by the event. The field service rep determined a defective fuse holder and compressor to be the cause. He replaced f1 and f3 fuse holder and cap and rebuilt the compressor. Performance tests were performed.